Manufacturer narrative:
A ge service rep performed an onsite investigation. The input transformer's voltage was adjusted and all the inner transformer nuts were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed an error message. The case was completed and no pt injury was reported.